Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support disk was inspected and no anomaly found. The device had a scratched display window. The low reservoir alarm functions properly. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 449mg/dl. The customer also had high ketones and a bladder infection. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found several low reservoir alarms. The drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.